Event description:
Patient in wheelchair was buckled at waist and shoulder straps were fastened securely. Patient was being wheeled into the room and a wheel hit the door. The entire chair portion of the wheelchair fell off of the base, forward onto the floor with patient in it. Patient landed on face. Vital signs and neurologically within normal limits.